Event description:
This report was received from (B)(4) and is a clinical report of an observational study called (B)(4) from a physician in (B)(6) of (B)(6) associated sterile peritonitis in a subject coincident with extraneal viaflex, physioneal 40 unknown and nutrineal pd4 unknown therapies for continuous ambulatory peritoneal dialysis (capd). On an unreported date, the subject began therapy with nutrineal pd4 unknown (2000ml, daily) ip for capd. Extraneal, physioneal and nutrineal therapies continued. Pd therapy with unspecified product was ongoing. On (B)(6) 2010, the subject experienced (B)(6) associated sterile peritonitis as manifested by cloudy effluent. The peritonitis was without septicemia. On (B)(6) 2010, the subject recovered and was discharged from the hospital. A causality assessment stated that the nutrineal was related.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The event was not confirmed. The cause of the peritonitis was no device malfunction or use error identified.